Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Alleged rupture of the modular neck on a prothesis implanted in 2011. Allegedly patient had to undergo surgery for a total change of prothesis.